Event description:
It was reported the device battery voltage was 2.64 volts after 4.75 years of service and the longevity of the device was questioned given the programmed settings and therapy usage of the device. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the device was explanted and replaced.

Manufacturer narrative:
Event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the device battery was pre-approaching recommended replacement time (rrt). The weekly battery voltage trend data shows min bat equal to 2.96 to 2.72 volts min between (B)(6) 2012 and (B)(6) 2012 is before device rrt less than equal to 2.62 volt. Concomitant product: 4076 implantable pacing lead, (B)(6) 2008. (B)(4).